Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault was confirmed. The log files spanned approximately 4 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Driveline power fault alarm (internal error code f4) activated on (B)(6) 2021 from 04:41 to 06:39 due to power a broken. When the alarm first become active, the current sense on line a was 0.004 and the current sense on line b was 0.243. The alarm resolved on (B)(6) 2021 at 07:43. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, serial (B)(6), reproduced the driveline power fault alarm. Further troubleshooting of the controller revealed damaged component which was replaced resolving the issue. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was determined to be related a damaged component on main pcb; however, the root cause of the damaged component was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 13may2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted due to driveline power fault. Log file submitted captured driveline power faults starting (B)(6) 2021 at 0441 and continued for the remainder of the log file. The patient¿s modular cable and controller was to be exchanged to see if that would resolve the driveline power faults dependent on if the patient could tolerate a brief pump stop. Additional information requested but not provided. Related manufacturer report number (mod cable) MFR# 2916596-2021-05345.